Event description:
According to the facility, after placement we couldn't inject the test dose via the epidural catheter. 3x attempts with high pressure were unsuccessful with different syringes. The change of the connecting device wasn't successful either. The catheter was therefore removed and a new medline cse kit was used making sure that the catheter is patent before placement.

Manufacturer narrative:
According to the facility on 2/18/2026, after placement we couldn't inject the test dose via the epidural catheter. 3x attempts with high pressure were unsuccessful with different syringes. The change of the connecting device wasn't successful either. The catheter was therefore removed and a new medline cse kit was used making sure that the catheter is patent before placement. The facility continued to state, "initially the catheter could be pushed into the connector up to the black marking. This is not possible anymore. There is some small amount of fluid coming out of the side ports of the catheter with very high pressure which is a minimal amount in comparison to a functioning catheter of this type". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.